Event description:
(B)(6) sent notification of a customer generated medwatch form to corporate product surveillance. The customer reported that the syringe pump #1 ran for 3.75 hours with no alarm, although the flange was not engaged. Patient involvement was reported. There was no patient injury or medical intervention necessary according to the hospital representative. This event occurred during infusion in (B)(6) unit. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed revealing a failure of "cal sensor appear when power up." Pump was recalibrated and passed subsequent testing. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Evaluation summary: the reported problem of "syringe pump #1 ran for 3.75 hours with no alarm, although the flange was not engaged" involving an as50 pump was not confirmed nor reproduced. The device was not returned for evaluation. Therefore, no repairs were made to fix the reported condition.

Manufacturer narrative:
(B)(4).the as50 pump that failed to alarm although the flange was not engaged was not confirmed nor reproduced as this device was not returned for evaluation. No repairs were made to fix the reported condition. A follow-up medwatch will be submitted if additional information is received.